Event description:
It was reported that a day after implant, the patient could feel electrical pulse in heart when bending over and when laying on left side. At the one month visit, the ventricle was found to be perforated by the right ventricular lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that they have abandoned lead because "they ran it through my heart and never took it out."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.